Manufacturer narrative:
(B)(4).

Event description:
The pt did not have therapeutic effect; she was experiencing stimulation in the wrong location. She felt it in the gluteal area and extremities rather than the vaginal and rectal areas. It was determined that there was lead dislodgement/migration and the pt underwent surgical lead revision on (B)(6) 2010. The pt outcome was reported as "no injury".